Manufacturer narrative:
Date sent: 06/25/2009. Device retained by risk management.

Event description:
Spoke with the risk manager in 2009, and she advised the patient was discharged home same day. The device is not being returned and is being held by risk management.